Event description:
The manufacturer received information alleging an issue related to acpap device's sound abatement foam. The pateint alleged dry throat and cough. There was no report of serious or permanant patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.